Event description:
Patient status post nail, blade and screw implantation, approximately two and a half months ago was discovered to have a cut out of the blade superiorly on an unknown date. Patient was returned to operating room on (B)(6) 2012 and the hardware was removed, patient was revised to stryker hip prosthesis. Surgeon noted patient was implanted at a different facility in (B)(6). This is 2 of 3 reports for this event.

Manufacturer narrative:
Implanted approximately two and a half months ago. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.